Event description:
The customer stated that her blood glucose results had been higher than usual. While troubleshooting, she performed 2 control tests and rec'd results of 206 and 238 mg/dl. The normal control range was 98-135 mg/dl. No adverse events were alleged. The test strips are to be returned for eval, and replacement test strips were sent to the customer.